Manufacturer narrative:
It was reported the patient has been unable to connect to the scs ipg since a recent surgical procedure. Reportedly, the ipg was set into surgery mode, but the patient did not try to turn therapy back on until a few days later. The patient stated the patient controller (pc) displayed the message "cannot connect to generator, the generator is not responding, contact clinician." The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient has been unable to connect to the scs ipg since a recent surgical procedure. Reportedly, the ipg was set into surgery mode, but the patient did not try to turn therapy back on until a few days later. The patient stated the patient controller (pc) displayed the message "cannot connect to generator, the generator is not responding, contact clinician." The next course of action has not been determined at this time.